Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the patient's right atrial (ra) lead exhibited noise leading to oversensing and inappropriate mode switch. No programming changes were made. Patient was stable.